Manufacturer narrative:
The insulin pump alarmed unexpected no delivery during the excessive no delivery test due to a faulty force sensor resistor. The pump was received with a missing end cap sticker, a cracked case at the lcd window corners, cracked battery tube threads, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had been sick with a kidney infection and taking different medication. Customer treats their blood glucose with manual injections. Customer stated that in the past 3 days, she has had numerous no delivery alarms and every time that it happened, the customer changed the full infusion set and reservoir. Customer stated that the same issue still occurred and no insulin comes out during rewind/prime. Customer has tried different sets and lots. Customer rotates sites and has not noticed any bending. Customer was advised that the pump will need to be replaced.